Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were experiencing high blood glucose levels. Customer treated with insulin pump. No further details were given. No troubleshooting occurred. Product will not be returned.